Event description:
Reporter stated that customer received the following results on the aviva system "in a row": 17.0 mmol/l, 6.0 mmol/l and 21.0 mmol/l. Reporter stated that customer received the following results on 2 different meters within 10 minutes of the 21.0 mmol/l obtained from the aviva system: 6.8 mmol/l (aviva nano system 1) and 6.9 mmol/l (aviva nano system 2) the same strip lot was used on all 3 systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for aviva nano system 1. Reference medwatch with patient identifier (B)(6) for the aviva system and patient identifier (B)(6) for aviva nano system 2.